Manufacturer narrative:
The hillrom technician found the bed hand pendant needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in march 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the head of the bed was moving up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).